Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage candlestick connectors. The system operates as intended.

Event description:
The customer reported the system displayed an overload fault and shut down. No pt injury was reported.